Event description:
The accounts maintenance stated that the right foot caster stems are broken which prevented the brakes from holding or engaging.

Manufacturer narrative:
Four new casters were sent to the account to repair the bed.